Event description:
It was reported that the intra-aortic balloon (iab) was prepped. Md inserted the sheath via the femoral artery. As md was inserting the iab through the sheath, the membrane began to unwrab and "bunch up." The md removed the iab and used another iab with the same sheath. The insertion was successful, and there were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed, if additional info becomes available.